Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2of 2. Ref MFR report: 1627487-2014-21732 it was reported the pt (B)(6) experienced a sharp pain in her lower back with stimulation. This issue occurred after heavy lifting. Reprogramming was unsuccessful as the pt felt increased stimulation in the back. X-rays confirmed the leads had migrated. The physician discussed explanting the system due to the pt requiring an MRI.